Event description:
Analysis of the returned device revealed a tear on the cannula. It was reported that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod on the leg between 1 and 4 hours. It was initially reported that the pod was leaking insulin.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn. A leak test was conducted successfully, and fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.